Manufacturer narrative:
Block b3: date of event: date of event was approximated to 12/01/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for post-polypectomy during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was difficult to deploy from the catheter. The clip eventually deployed after squeezing down the handle with both hands and with a bit of force. The procedure was completed at this time. There were no patient complications reported as a result of this event.